Event description:
It was reported that the customer received multiple occlusion alarms. One infusion set cannula was noted to be kinked. Reportedly, customer's blood glucose level was impacted. Customer changed out cartridges and infusion sets. Customer reverted to manual injections but indicated that new cartridges would be used.

Manufacturer narrative:
(B)(6) 2015 followup: customer reported that new cartridges were being used and there were no further issues. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.